Manufacturer narrative:
The device was received for evaluation. During functional testing, an downstream occlusion was not reproduced. A review of the event history log revealed multiple downstream occlusion messages. Evaluation inspected the device via downstream occlusion testing which reported the device downstream occlusions occurred within specified psi (pounds per square inch) ranges and within acceptable times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had alarmed downstream occlusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.